Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead shock impedance measurement ranged from 102 to 125 ohms. All other lead measurements were within normal limits. It was noted that after performing commanded shocks, the shock impedance was within range at 95 ohms and the issue was considered resolved. It was also noted that the patient has muscular dystrophy, which was uncertain if it may contribute to a higher shock impedance. Almost two years later the right ventricular (rv) lead exhibited a high shock impedance measurement of 117 ohms. Upon review of the lead data it was found that the shock impedance had varied from 100 to 132 ohms since implant, with only one measurement above 125 ohms. Boston scientific technical services (ts) was consulted and discussed that this is a single coil lead which may yield higher impedance values. Ts discussed the options of monitoring and adjusting the remote home monitoring alert to a higher value. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.